Event description:
A hosp nurse reported that loss of image occurred during a colonoscopy procedure. The image could not be retrieved and the procedure was completed with a different scope. There were no injuries related to the occurrence.